Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was later noted that the two shocks were appropriately delivered due to atrial fibrillation (af). It was also noted that the patient recently had a device replacement due to elective replacement indicator (eri).

Event description:
It was reported by the patient that while riding on a very bumpy road, two shocks were administered from the implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion.